Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient was experiencing severe pain post scs implant procedure. The physician believed that the pain was due to stimulation because it was too strong. It was reported that the patient was severely constipated which caused an elongated intestine and it was putting pressure against the incision. The constipation was believed not to be device related. The patient underwent enema to help eliminate constipation. The patient was still struggling with constipation but there is no further course of action will be taken related to the devices.